Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Edwards received notification of a pascal precision ace procedure in tricuspid position where on post-op day 13, after tee control, a single leaflet device attachment (slda) was noticed. One pascal ace device was implanted at the index procedure. Imaging was challenging and septal leaflet was very tethered. Grade of tricuspid regurgitation (tr) pre procedure was 4+, post-procedural was grade 1+ and after the slda was 3+. The physician will evaluate if other intervention is needed. Patient is stable and no injury was noted to the patient.

Manufacturer narrative:
The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was unable to be confirmed. Evaluation of the available information is unable to identify a potential root cause for this event. These events are not associated with device malfunctions or manufacturing nonconformances. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending, and control limits are managed and assessed.